Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.¿ because the device was not returned, a definitive root cause for the event could not be determined. However, based on the documentation review, investigation believes that the reported event was likely caused by a loose cable connection, a broken cable, or a broken board. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus; however, the user facility¿s biomed called the olympus technical assistance center (tac) for trouble-shooting options, but it was unsuccessful. The biomed further reported that reported image problem occurred intermittently and occurred with the use of a different tower later in the day. The biomed stated he would continue trouble shooting by using a light source and video processor (clv-190 and cv-190 respectively) and remove the 3rd party equipment that was currently installed with the device to see if that resolves the issue if additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii xenon light source was presenting black images and scope communication errors while in use. There was no patient harm or consequence reported as a result of this event.